Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure, the patient had a myocardial infarction (mi). In (B)(6) 2011, the patient presented due to stable angina (ccs class 3) and cardiac catheterization was recommended. The target lesion was located in the mid left anterior descending artery (mid lad) with 90% stenosis and was 20mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation and placement of a 3.0x24mm promus element stent, with 0% residual stenosis following post-dilation. The patient had elevated troponin values post index procedure and a non q-wave myocardial infarction was reported. No action was taken to treat this event. The patient remained hospitalized due to no improvement in angina. In (B)(6) 2011, the patient underwent a bicycle test which was questionable for ischemia and therefore cardiac catheterization was performed, which revealed 60-70% proximal stenosis in the lad and distal stent edge with slight stenosis. No further intervention was required. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).